Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had a trial on (B)(6) 2025. The patient then passed away on (B)(6) 2025 following a fever. No further information is available at this time. The investigation did not determine which lead attributed to this issue.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3086, UDI: (B)(4), serial: (B)(6), batch: a000166634.